Event description:
After release of a 6/4mm amplatzer duct occluder (ado), it embolized to the aorta and was percutaneously retrieved. The patient is okay and a 8/6mm ado was successfully implanted.

Manufacturer narrative:
The 6/4mm ado was received at sjm and decontaminated. The ado was examined grossly and microscopically and was confirmed not to contain any defects or abnormalities. The ado was confirmed to meet dimensional specifications when measured with a calibrated caliper. The ado was successfully deployed from a test 6f loader without any deformations, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.